Event description:
The manufacturer was made aware of a thermal event occurring to a power cord to a bilevel positive airway pressure (bipap) device. There was no report of patient harm or injury. The device was not in patient use at the time of the reported event. The manufacturer requested return of the bipap and accessories, and the investigation is on-going. A follow up report will be filed upon completion of the manufacturer's investigation.

Manufacturer narrative:
The manufacturer received the dc power supply and dc power cord only for investigation in response to an allegation a thermal event occurred to a power cord associated with a bipap. The manufacturer confirmed there was evidence of thermal damage to the dc output cord of the dc power supply. There were no exposed contacts, and the manufacturer noted intermittent connection dependent on the positioning of the cord. There is no risk of harm or injury with failure of the dc output cord. The bipap autosv advanced system one device is intended to provide mask-applied non-invasive ventilatory support to adult patients (>30 kg) for the primary treatment of obstructive sleep-disordered breathing with secondary central sleep apnea or cheyne-stokes respiration (csr). The device may be used in the hospital or home. This device is not intended for life support. Labeling instructs the user to periodically inspect electrical cords and cables for signs of wear, and to discontinue use and replace if damaged. There was no patient harm or injury reported. Based on the information available, the manufacturer concludes no further action is necessary.